Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling: 5. Precautions: juvéderm® ultra xc is packaged for single-patient use. Do not resterilize. Do not use if package is opened or damaged. Failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. 8. Instructions for use: b. Health care professional instructions: 9. If the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle. Device evaluation: 1 empty syringe of 1.0ml received without cap nor needle. No defect observed.

Event description:
Healthcare professional reported during injection with one syringe of juvéderm® ultra xc, they had a "needle disengagement" and product spilled onto patient. No injury to patient, staff or injector was reported. The allergan packaged needle was used and this was confirmed the initial use of the syringe.